Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this evaluation and during the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter has been stretched and torn at connector. Wires are broken inside the catheter. Multiple kinks and bends along catheter body. Sutures tied to catheter body. Tear in silastic strain relief at connector. Unable to test. Based on the above evaluation it appears that the device was inadvertently damaged by the customer . No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that the device stopped working when plugged into the grey cable. It displayed no transducer detected. Cable was changed and it did not work. Patient was transported to a new hospital for a revision. It was noted that the device was imbedded in a hematoma and gel foam, which could have been the problem. It was also noted that the patient was transported to and from CT 3 or 4 times.